Event description:
The account alleged the brake casters rotate to the side when the bed is pushed while in brake mode. No injury reported.

Manufacturer narrative:
The account replaced the brake caster and brake steer caster to resolve the issue.